Event description:
Consumer alleges the unit allegedly stopped in the middle of the road and then it allegedly started to turn on its own allegedly causing the consumer to fall off the scooter.

Manufacturer narrative:
The alleged condition (unintended motion) could not be duplicated.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the unit allegedly stopped in the middle of the road and then it allegedly started to turn on its own allegedly causing the consumer to fall off the scooter.